Manufacturer narrative:
Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler and the adverse event of iipv, characterized by abdominal pain. Pd patients are at high risk for overfill due to prescription and/or programming errors, insufficient drain of dialysate effluent, or cycler malfunction. The cause of iipv is multifactorial, including physiological response to dialysate, poor nutritional status and declination in residual renal function. In the absence of a definitive source of the patient¿s iipv from a medical professional and no documented product investigation in the file, a cause of this event cannot be determined at this time; therefore, the liberty select cycler cannot be excluded as a possible source of this adverse event. Plant investigation: the actual device was returned to the manufacturer. No damage was noted during an external visual inspection. There was dried fluid within the cassette compartment. No particulates nor burrs or sharp edges found in the cassette area. A simulated treatment was completed without failures and with weighed fill volumes within tolerance. The cycler passed a system air leak test, valve actuation test, and a patient sensor functionality check. The cycler mushroom heads conditions and alignments were within specification. An internal visual inspection of the cycler found dried fluid under the pump assembly on the bottom cover. The source of the observed dried fluid is unknown. A review of the device manufacturing records was conducted and there were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, no malfunctions were found that could have caused or contributed to the reported event. The cycler performed as designed. The cycler was refurbished following the evaluation.

Event description:
It was reported that a peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy with the liberty select cycler went into the emergency room on (B)(6) 2021 due to abdominal pain and was diagnosed with increased intraperitoneal volume (iipv). The patient indicated that they manually drained 4000ml at the hospital. The patient¿s treatment data was reviewed and there was no indication that an overfill occurred. However, based on the reported manual drain of 4000ml, the patient was advised to discontinue use of their cycler and to revert to a back up plan. The patient¿s cycler was replaced and the reported cycler was scheduled to be picked up. Upon follow up, the patient¿s pd registered nurse (pdrn) confirmed the alleged event, however, she clarified the patient was not hospitalized and they were discharged the same day. The pdrn was unable to confirm the 4000ml drain volume reported by the patient. The pdrn suspected the probable cause for the iipv was skipped drains on treatments prior to the patient¿s (B)(6) 2021 treatment. The patient did not experience a serious injury as a result of the iipv. Additionally, the patient did not experience an infection, hernia, pd catheter (not a fresenius product) complications, nor any serious injury that could potentially contribute to or cause the reported event. It could not be confirmed whether this event was due to a deficiency or malfunction of any fresenius product(s) or device(s). Furthermore, there was no report of previous issues, error messages, or complaints concerning the performance of the patient¿s cycler. The patient continues ccpd therapy on the replacement cycler. The reported cycler is expected to be returned for physical evaluation by the manufacturer.